Manufacturer narrative:
E1 reporter phone#: (B)(6). E1 reporting institution phone#: (B)(6). No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only shipment containing the replacement speaker was provided. The customer has assumed the repair responsibility. The issue is considered confirmed. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker error. It is unknown if the device produced sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.